Manufacturer narrative:
Manufacturing review: the device history records have been reviewed. The lot met all release criteria meaning that no issues were noted during the manufacturing process or quality control inspections. No internal non-conforming reports were issued with the lot relating to the reported complaint. This is the first complaint reported for this corporate lot number to date for these issues. Visual inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 14mm x 4cm balloon. The first catheter segment contained the entire outer catheter and hub and measured approximately 73.0cm in length. The second segment contained the inner guidewire lumen and the balloon and measured approximately 88.9cm in length. The proximal end of the balloon had become separated from the shaft. The distal end of the balloon had been pulled through the proximal end, resulting in the balloon being prolapsed over itself. The proximal balloon weld bond was examined under microscopic magnification and evidence of material transfer between the balloon and the catheter shaft was observed, indicating that the laser welding had melted the two components together. The weld bond appeared to be consistent around the entire circumference of the bond, with no defects noted. Unraveled fibers were present on the very proximal end of the balloon. The unraveled fibers measured approximately 4.5cm in length. No other anomalies were noted to the returned device. Functional/performance evaluation: using needle nose pliers, the balloon was inverted and the prolapsed portion of the balloon was straightened out in order to examine the entire surface of the balloon for any ruptures. No signs of a rupture were present on the balloon. No functional testing could be performed due to the poor sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image review (x-ray): the balloon was examined via x-ray imaging prior to functional testing. The image shows both marker bands present on the catheter. Conclusion: the device was returned. The investigation is confirmed for a catheter detachment and unraveled balloon fibers based on the condition in which the sample was returned. The investigation is confirmed for retraction issues based on the condition in which the sample was received (i.e. Prolapsed balloon material). The investigation is also confirmed for material separation as the proximal neck had separated from the shaft. The investigation is inconclusive for deflation issues, as functional testing could not be performed due to the poor sample condition. It is likely that excessive force applied to the catheter during retraction contributed to the catheter detachment and the balloon separating from the catheter. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas gold pta dilation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over-the-wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath. (B)(4).

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a fistulogram procedure the pta balloon catheter allegedly detached and the balloon remained in the patient (while still inflated) in a stenosis at the junction of the right brachiocephalic vein and the superior vena cava. It was further reported that medical intervention was required (a right groin puncture to deflate the balloon, and a snare retrieval sheath placed in the ivc) to remove the balloon via the femoral vein. Reportedly, another device was used to complete the procedure. There was no known impact or consequence to patient.